Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The user facility reported that an impella 5.5 pump was unable to advance through the aortic valve during attempted delivery. Upon reaching the level of the aortic valve, a kink in the catheter occurred due to heavy calcification of the subclavian artery. The implant was aborted and an impella cp pump was placed for planned support.

Manufacturer narrative:
The investigation of delivery issues and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Delivery issue: the root cause of delivery issue is determined to be patient condition because the pump was unable to pass through the vasculature due to heavy calcification of the subclavian artery. Product damage(cannula kink): the root cause of product damage is determined to be catheter kink because the catheter got kinked during the insertion while attempting to pass impella through heavy calcified subclavian artery.